Manufacturer narrative:
G2: the country of the event is jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the "patient's condition has been poor since this morning" and has been lying down, and currently has not recovered. Patient does not recall turning it off, but the stimulation was turned off, so it was changed to on. The causal relationship to the stimulation and detailed physical condition were not known. There were no known environmental, external, and patient factors that may have caused the event. At present, strength of each program, including group a, adaptivestim on, supine, was checked, but controller operation was rejected. 1-3.7, 2-2.1, 3-2.1, 4-2.1. The issue was not resolved at the time of the report. The patient outcome was listed as health damage. Additional information was received. It was clarified that "the patient's condition was poor" meant that the patient was not in a good condition.

Manufacturer narrative:
G9- the manufacturing site ID was previously reported as 2182207. Additional review indicates the correct manufacturing site ID is 3 004209178. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that "controller operation was rejected" meant when the output was raised, the output of the lying position and the standing position were different because adaptivestim was set, and the patient seemed to think it that the output was not reflected even though the controller operation was performed. The cause was not determined. It seemed that the patient pushed the white button on the top of the controller. Action taken was the rep advised again how to operate the controller at the outpatient visit on march 31st and stimulation was adjusted again. Issue was resolved.